Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 310 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer overfilled the cartridge and did not perform the proper air removal techniques. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 216 mg/dl.